Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
The following other devices were also listed in this report: tritanium revision acetabular; cat# 509-02-54e; lot# mne9ae. Restoration adm x3 ins 28/48; cat# 1236-2-848; lot# 47259101. 28mm +12 lfit v40 head; cat# 6260-9-428; lot# 40962604. Size 7 accolade ii 127 deg; cat# 6721-0737; lot# 46734705. 6.5mm x 20mm vit bone screw; cat# 6302-3-020; lot# 40387002. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An event regarding infection involving a mdm liner was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
As reported by sales rep on 7/30/2014: the patient was operated on (B)(6) 2014 but refused to have implants removed. He was washed again and wound closed. No implants were removed.

Event description:
It was reported that the patient had a zimmer fit more total hip and became infected. It was removed and an antibiotic spacer was inserted. The infection cleared and a stryker total hip was inserted on (B)(6), 2014. The patient was again found to be infected and washed out on (B)(6) 2014. The plan is to remove all components on (B)(6) 2014. This is not an implant problem.